Event description:
Per the clinic, the patient experienced chronic drainage and recurrent infection at the abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The abutment was removed under local anaesthesia on (B)(6) 2026 to facilitate healing. Conversion to osia system is planned but had not taken place at the time of this report.